Event description:
Additional information was received stating that the issue was believed to be due to the programming system and not the vns patient¿s device. Troubleshooting, including changing the wand battery, was performed on the day of the event; however, the issue did not resolve.

Manufacturer narrative:
.

Event description:
Follow-up revealed that the vns patient¿s device was functioning properly. The handheld device, software flashcard, and programming wand were returned to the manufacturer for analysis as the issue was believed to be due to the programming system. Analysis found that each of the components of the programming system performed according to functional specifications. No issues were observed.

Event description:
It was reported that the vns patient¿s generator was unable to be interrogated by the programming system. Follow-up revealed that the programming system was working fine and the believed cause of the reported event was electromagnetic interference (emi). No adverse events had occurred. The physician reported having similar issues with other patients, but the issues resolved after the patient was moved to a different area of the room, further indicating that emi was the source of the communication issues. It is not believed that there were any issues with the patient¿s generator; however, the patient¿s generator has not been re-interrogated to date to confirm that the device can be interrogated.